Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump had a constant tone and had a blank screen display. Customer's blood glucose was 252 mg/dl. Troubleshooting was performed and customer was advised to allow insulin pump to rest for 2 hours and to call back if issue persisted.